Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 39 mg/dl at the time of the incident. Customer¿s current blood glucose was 103 mg/dl. Customer has treated with food. The drive support cap appears normal. Customer advised to discontinue from the insulin pump. The insulin pump will not be returned for analysis.